Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by implant patient registry, approximately 4 years and 7 months post tavr with a 26mm sapien 3 ultra resilia valve, the valve was explanted. Per medical record review, this patient was admitted to the hospital with shortness of breath. Chest x-ray showed pulmonary edema with pleural effusion. Tte showed a bioprosthetic aortic valve present and appears sclerotic with restricted valve leaflet opening. The patient had a tavr performed approximately 4 years and 9 months post implant and was discharged to a rehabilitation facility 4 days later.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, calcification was confirmed based on medical records. Available information suggests that patient factors (pre-existing comorbidities) likely contributed to the event as the patient had medical history of htn, obesity, dm, cad, etc. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as, but not limited to, renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.